Event description:
It was reported that the event occurred while in the cardiac intensive care unit (cicu) / operating room (or) during removal, approx after 2 1/2 - 3 days of iabp therapy. The pt presented in the cath lab as a high risk on (B)(6) 2012 and intra-aortic balloon pump (iabp) therapy was placed at 5:30 pm. The intra-aortic balloon (iab) was inserted through the sheath via right femoral with no issues. The pt went back to the cath lab for a left anterior descending (lad) stent on (B)(6) 2012 at 1800. On (B)(6) 2012, pt wean 1:2 at 2015. On (B)(6) 2012, pt wean 1:4 at 0730. Approx 2 hours later at 0930 the md attempted to discontinue the iab. The iab was being discontinued properly without incident. The sheath exited the body and part of the iab. The md met resistance and with increased attempt to remove, resistance continued. As a result, the interventional cardiologist and CT surgeon were called and the pt went to the operating room at 1215 to have the iab surgically removed. The pt left the operating room at 2:30 and the md noted rfa cut down, mechanical embolectomy, minimal blood loss and moderate/severe history of claudification. The sales representative was called by the perfusionist on (B)(6) 2012 and told about the removal in the operating room and that a piece of the iab was saved. The perfusionist reported that the pt did okay in the operating room and was unsure of current status. The perfusionist recommended the sales representative contact the nurse manager in the cardiac intensive care unit (cicu). On (B)(6) 2012, the sales representative met with the cicu nurse manager and reviewed nursing chart. They reported no alarms had occurred during the course of iabp therapy. They were concerned with what they called 'fling' on the strips and provided the sales representative several strips for the clinical to look at. They also reported a 'funky waveform' just before pulling the iab. The latest strip prior to discontinue is available. There was no report of pt death. There was no delay or interruption in therapy noted. The pt outcome is okay. Additional info received on (B)(6) 2012, stated the pt outcome is okay. There was no pt injury during surgical removal of the iab. It is noted that the pts chart states that the fos (fiberoptix sensor) was not working.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.